Event description:
It was reported impedances were higher than 40,000 ohms on everything with electrode 11. Other impedances were okay. Impedances with the previous implantable neurostimulator (ins), the one that was replaced that day, were all good and had no trouble with electrode 11. The device was programmed using electrode 11 previously. Removing electrode 11 from the programming was discussed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).